Manufacturer narrative:
D1. Brand name updated h6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injuries were unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), presenting in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, a hematoma at the access site was noted. Manual pressure was applied. Blood products were given. The patient was also bleeding from the mouth due to a traumatic intubation. The physician did not attribute the hematoma to the blood transfusion. A computed tomography (CT) scan ruled out a retroperitoneal bleed. While the patient was in the intensive care unit (ICU), the patient had a left intraventricular hemorrhage with right upper extremity weakness. It is unknown if the symptoms resolved. The impella functioned at p-3 at 2.6l/min without issues. Four days after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. Cerebral vascular accident/stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information. Protocol for this is to hold anticoagulation and monitor, which we did. No further intervention was required. His neurologic status improved.